Event description:
The clinician reports the implant was inserted (B)(6) 2018 in fdi 11. On (B)(6) 2020, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: swelling and inflammation. No further patient complications were reported.